Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump shut off unexpectedly. The pump was connected to a power source and was able to be turned on. The pump history was noted to be inaccurate and indicated a data log corruption. In addition, the customer stated the pump battery was observed to be depleting quickly. Customer reported blood glucose (bg) level was 480 (mg/dl). During troubleshooting with tandem technical support, the customer was able to reload a cartridge onto the pump and resume insulin delivery. The customer stated the pump would be used to address the elevated bg level. Review of the pump data by tandem technical support for the past week was unable to confirm the rapid battery depletion. The customer stated they still believe the battery gauge is reading incorrectly. Reportedly the customer will continue to use the pump for insulin therapy and monitor the pump battery.